Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was leaking and had bubbles in the extension tube. There was no patient injury.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. All dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One video was provided by the customer. Visual evaluation of this video was performed. In the video it was observed that a section of the extension tube had a leak. As per the instructions for use (IFU), the customer should not use the catheter if it is crushed, cracked, cut or otherwise damaged and that clamping the catheter repeatedly in the same spot could weaken the tubing. The reported condition has been confirmed based on pictures provided by the customer. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found. Therefore, no action is deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.